Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted due to rectocele and urinary incontinence. The patient experienced trouble urinating, pain, and infections. On (B)(6) 2012 and (B)(6) 2012, mesh removal was performed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to rectocele, sui, urinary incontinence, and prolapse. The patient has had trouble urinating and has suffered pain on an ongoing basis. She has had numerous infections and must wear sanitary pads daily. It was reported that the patient underwent suture repair of posterior repair on (B)(6) 2008 due to wound dehiscence and hematoma. It was reported that on (B)(6) 2008 per pelvis CT imaging report patient had fluid collection in the cul-de-sac likely a hematoma. It is reported that the patient underwent revision of posterior mesh, urethral dilation and cystoscopy on (B)(6) 2009 for mesh exposure and post void dribbling. It is reported that the patient underwent another procedure on (B)(6) 2012; however, details are unknown at this time. The patient has undergone various medical procedures including but not limited to attempts to remove the mesh ¿ (B)(6) 2012 and (B)(6) 2012 - the patient underwent mesh revision/removal due to erosion. The surgeries were unsuccessful, continues to live with pain. The patient has sustained permanent and debilitating injuries. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue, bleeding, and vaginal scarring. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and prolapse. The patient experienced pain, erosion, bleeding and vaginal scarring. It was reported that the patient underwent suture repair on (B)(6) 2008 due to wound dehiscence and hematoma. It was reported that on (B)(6) 2008 patient had resuturing of posterior repair after mesh placement. It was reported that on (B)(6) 2008 per pelvis CT imaging report patient had fluid collection in the cul-de-sac likely a hematoma. It is reported that the patient underwent revision of mesh, urethral dilation and cystoscopy on (B)(6) 2009 for mesh exposure and post void dribbling. It was reported that the patient underwent mesh removal on (B)(6) 2012. It is reported that the patient underwent another procedure on (B)(6) 2012 however details are unknown at this time. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh removal on (B)(6) 2012 due to erosion.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04418. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient also underwent anterior vaginal repair, cook small intestine submucosa mesh patch for anterior wall under general anesthesia on (B)(6) 2012, due to wall mesh erosion. No additional information was provided.